Event description:
According to the reporter; during a combination laparoscopic sleeve gastrectomy, laparoscopic paraesophageal hernia repair and liver biopsy procedure for the treatment of morbid obesity, the instrument stopped engaging. A new package of the device was opened to complete the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.